Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient had a damaged recharger; stating about a month ago they noticed that the recharger is getting very hot where the cord goes into the paddle and the relay box. Caller stated that it is taking 3 hours to charge the implant and they have to constantly reposition the cord. A replacement recharger (rtm) was sent out. No symptoms were reported. See (B)(6) for their previous controller/battery pack replacement.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : electrical failure. No device found message. Worn cord, this does not impact the functionality of the recharger. H7 &h9 : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.